Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported the patient was treated for adhesions, which are listed as a possible known adverse reaction in the instructions-for-use. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Review of medical records identified one davol mesh used to treat the patient in (B)(6) 2005. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent a transabdominal colpopexy, marshall-marchetti krantz vesicourethropexy with implant of a bard/davol flat mesh vaginally. On (B)(6) 2006 - the patient underwent removal of the bard/davol flat mesh due to chronic pelvic pain from adhesions and underwent implant of an unidentified mesh. On (B)(6) 2009 - the patient underwent removal of foreign body from left groin. Appeared to be a combination of mesh, scar tissue, and suture. On (B)(6) 2009 - the patient underwent cystoscopy with excision of bladder foreign body and fulguration. Per op details "there was evidence of underlying threads consistent with mesh material. Attempts to excise this were unsuccessful as there appeared to be fairly dense application to mesh posterior to the bladder at this location. The area was fulgurated" the attorney alleges adverse outcomes associated with the use of the mesh to treat the patient.